Event description:
A customer reported an issue with a continuous glucose monitor (cgm), specifically encountering error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided comprehensive information on resetting the pump and guided the caller through the process. Following the pump reset, the error code did not reappear, and the customer was able to successfully start their sensor session.